Manufacturer narrative:
Initial.

Event description:
It was reported that during ilet setup the user¿s cartridge had a crack in the glass, consistent with a fracture of the reservoir component; the user replaced the cartridge and completed setup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no injury or health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured reservoir, aligning with a device component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.